Event description:
User facility medwatch report#: (B)(4) was received stating: "describe event or problem: the patient presented to the ep lab for a vt ablation. Right femoral arterial access was obtained without issue. We attempted to pre-close the vascular access with a perclose device. During the deployment of the perclose device, which was performed as usual according to the manufacturer instructions, an internal component of the device broke, and the device pulled out of the artery. The device was unable to be withdrawn fully from the artery without cutting of the suture in the device. Pressure was held and two new perclose devices were deployed in an identical fashion without issue. However, upon replacement of the 8fr sheath into the artery (dilated with an 8fr sheath prior to the first perclose attempt), significant bleeding was noted around the sheath suggesting that the malfunctioning perclose had expanded the arteriotomy. The 8fr sheath was upsized to an 11fr sheath and pressure was held, and the procedure was performed successfully. At the end of the procedure hemostasis was obtained with the two successful pre-closed perclose sutures without issue. On inspection of the device after the case it appeared that an internal component of the device was bent and fractured in multiple spots, and part of the footplate had come off with the suture. These were compared to the components of the two successfully deployed perclose devices which showed normal device function." What was the original intended procedure? Ablation for ventricular tachycardia. What problem did the user have: device malfunction- that is, the device did not do what it was supposed to do. Therapies being used on the patient at the time of the event that may have caused or contributed to the event: not applicable." It was reported that this was an arteriotomy closure of the right common femoral artery using the pre-close technique via an 8f sheath hole prior to a ventricular tachycardia (vt) ablation interventional procedure. Reportedly, during deployment of the proglide device, "an internal component of the device broke, and the device pulled out of the artery". The device was unable to be withdrawn fully from the artery without cutting the suture of the device. Pressure was held and the sutures of two new perclose devices were successfully pre-placed. However, upon replacement of the 8f sheath into the artery, significant bleeding was noted around the sheath suggesting that the proglide had expanded the arteriotomy (not a perforation or dissection). The sheath was upsized to an 11f sheath and manual pressure was held. The vt ablation procedure was performed successfully. Hemostasis was achieved with the pre-placed proglide sutures. On inspection of the device after the case it appeared that an internal component of the device was bent and fractured in multiple spots, and part of the footplate had come off with the suture. No portion of the separated proglide foot remained in the patient anatomy. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. Based on the information provided, a definitive cause for the reported issues could not be determined. Factors that may contribute to a guide break include, but not limited to, challenging anatomy, high angle of insertion, excess downward force, or aggressive downward or torsional pressure. The separated guide likely contributed to the foot functionality and subsequent loss of vessel access and device entrapment. Device removal with the foot deployed likely contributed to the foot separation. The patient effects and treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: a partial UDI was provided as the lot number is not known.